Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-4316, lot #: 18182693, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced walking difficulty and limited use of hands. The physician believed that there was a nerve compression caused by the device. The patient underwent an explant procedure. No device malfunction was suspected.